Event description:
It was reported that there was elevated lead thresholds. It was further reported that the output programming was adjusted to accommodate the change in thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was elevated lead thresholds. The leads remain in use. No patient complications have been reported as a result of this event.